Event description:
On 10/30/96, a 73 yr old outpatient came into the hosp cath lab for an elective cardioversion. Cath lab personnel reported that they applied 360 jewels, with difib pads. Subsequent to the procedure, a first degree burn was noted on the left side of the pts chest.